Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 71.8 hours of extended bench testing at the customer's settings. The device passed initial final test and initial alarm volume test with no abnormalities. Review of the event trace revealed that on (B)(6) 2018 there was a presence of 5 alarm entries of ¿loss of o2 alarm¿ conditions, all of which cleared with no other unusual alarm types relating to the customer's complaint. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator experienced low oxygen pressure while connected to a patient. The customer stated that the flow of oxygen was affected. The customer also stated that there was a delay in patient transport due to waiting for another aircraft but there was no patient harm associated with the reported event.